Event description:
Customer reported hospitalization due to low blood glucose. Customer has also broken her kneecap. The current blood glucose reading is 178 mg/dl. Customer has been experiencing low blood glucose for eight months. The blood glucose reading at the time of the event was 26 mg/dl. Customer states that the insulin pump was not functioning properly. Customer also experienced a low blood glucose event at the optometrist office. The customer fainted and paramedics were called to transport customer to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.